Manufacturer narrative:
The zoll solex catheter in complaint will not be returned for physical investigation. However, the customer did not report any malfunction or issues with the catheter or the temperature management procedure. It is not known at this time if the patient's bad condition after the first cardiac arrest was due to the complications related to cardiac arrest or the temperature management procedure. Survival rate in post-cardiac arrest patients is about 5-10%. Removal of the catheter probably did not contribute to the patient's death. Based on available information and internal medical safety assessment, the patient's death was related to the patient's critical clinical condition.

Event description:
A (B)(6) years old female patient was admitted after cardiac arrest and was placed on ivtm therapy for hypothermia in (B)(6) 2018. A solex catheter (ln unknown) was inserted into the patient's right internal jugular vein smoothly. Dwell time was 7 days. The patient was on deep vein thrombosis prophylaxis using heparin standard high dose. It was reported that the patient was in a bad condition. Ten minutes after removal of solex catheter, the patient went in cardiac arrest again and immediately was treated with CPR but unsuccessfully. Patient reported expired. The user not sure if second cardiac arrest was related to the removal of solex catheter but the doctor stated that the patient was in a bad condition during treatment.